Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be exposed to latex cause degraded. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water. The device was not returned.

Event description:
It was reported that the nurse was assisting the patient when the catheter allegedly split in half. There was some tension applied to the catheter as the tubing was on the other side of the bed. This apparently caused distress to the patient.